Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / page 23.  Warnings:   do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.  If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk.  Living with diabetes.   Chapter 11 / page 115.  Infusion site checks  at least once a day, use the pod's viewing window to inspect the infusion site.  Check the site for:  leakage or scent of insulin, which may indicate the cannula has dislodged.  Signs of infection, such as pain, swelling, redness, discharge or heat. Patient stated hydrocortisone was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u- 100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that a skin irritation causing soreness and liquid drainage had occurred while wearing the pod for longer than 48 hours. Patient described the irritated site as "at least a quarter size or more", after sight was drained of discharge, "the insertion site becomes black, as if someone had burned her". Patient contacted physician and was prescribed cipro, to be taken twice a day for 10 days. Patient also stated the pod use is not for insulin, but for administering hydrocortisone.